Event description:
Customer reports 3rd connector pin from the right on the inform system appears blackened and looks "burnt." No quality controls were used. No adverse event reported. Requested return of suspect device, and replacement was sent.